Event description:
According to the hospital: the device was implanted in 1996. Five months post-operatively, the sling was explanted due to urethral obstruction and vaginal erosion. The incident was reported to boston scientific on august 23, 2002. The incident appears, at this time, to be directly related to a user-manufactured device in which a vaginal sling, not manufactured by boston scientific, was fabricated by the surgeon from various components, of which, one was ostensibly a boston scientific [meadox] sealed device (used off label), the exact type is unknown to the company.